Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient's transmitter disconnected with the g6 mobile app. Data was returned and evaluated. The reported event was confirmed via data as a signal loss of over 3 hours was observed in the data. The probable cause was the mobile device experienced a bluetooth restore which closed the app. No additional patient or event information is available.